Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review of the pump was done and found no non-conformances. During the investigation a 40 psi test was performed to check the pump for potential free flow and failed. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated pump "free flows even when pump isn't on even when used different tubing" the initial reporter also stated that there was no patient involvement. The issue was found at the facility during evaluation. (B)(4).